Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Four photos and 2 videos were received from the field, photos showing cobra deformation and abbott label, videos showing both devices with cobra deformation during deployment from the loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer septal occluder was chosen for implant using an 12f amplatzer trevisio delivery system . During the procedure, it was observed that when the physician attempted to release the occluder inside the patient, the device assumed a cobra-like shape and did not revert to its original configuration. The team retracted the device and attempted to release it outside the patient; however, the device remained in the cobra shape. After rinsing the device with saline and gently manipulating it, the device eventually returned to its original form. Internal damage was noted, including a bent wire and compromised mesh. Subsequently, the team attempted to replace the device with 32mm amplatzer septal occluder . The same issue occurred, with the device forming a cobra shape and failing to return to its intended configuration. After two occurrences of this issue, the physicians decided to retract the device and proceed with a non- abbott asd closure device. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures as it was deployed inside the left atrial and it touched atrial septal. No angulation/kink were noticed in the delivery system. It was confirmed that both physicians prepared and handled the devices in accordance with the instructions for use (IFU). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.